Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter reported that the patient's insulin pump was missing bolus doses in the pump history. The patient claimed that he boluses up to four times per day; however, claimed these doses are not recorded in the pump history. There was no adverse event associated with this issue.